Event description:
A caller reported that the pump display was frozen on the homescreen and could not be cleared with the button alarm. The customer¿s blood glucose level remained within the normal range of 54-500 mg/dl. Customer reset the pump, but it did not resolve the issue, so technical support replaced the pump. The customer was given instructions for backup therapy using multiple daily injections, as well as for putting the pump into storage mode before returning it. The problematic pump would be returned using a pre-paid label within 10 days.